Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. On (B)(6) 2017, the catheter was subsequently replaced with a new catheter.